Manufacturer narrative:
The following sections were updated: b4, g3, g6, h2, h6 and h11. Additional information provided states that the patient has a history of anticoagulation therapy and was discharged on warfarin only. Gradient on admission was 10 and inr 6 or 7. Inr was 12 at discharge. The complaint for thrombus formation (device) - post procedure was confirmed with other empirical evidence via information reported by edwards clinical specialist. The device history record was reviewed finding that this device passed all manufacturing and sterilization inspections. Based on this review, no non-conformances related to the complaint event were identified. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required. Possible contributing factors to the thrombus formation can include patient factors (anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors. A definitive root cause cannot be established.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of an evoque procedure in tricuspid position. It was reported that on post-operative day (pod)28, a valve thrombosis was identified, requiring the patient to be hospitalized for treatment. The patient has a history of anticoagulation therapy and had been discharged on warfarin only. There were no patient injuries reported, nor any valve positioning or embolization identified post-procedure or in follow-up imaging. According to the medical opinion, the patient may have not taken the prescribed long-acting vitamin k antagonist therapy.